Event description:
Same as manufacturing number 6000089-2004-01414 & 01415. It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing difficulties were encountered along with stent dislodgment, vessel dissection, and surgery. The target lesion was located in a non-calcified, severely tortuous left anterior descending (lad) artery. The lesion was pre-dilated with an unknown size balloon. The physician attmepted to deliver a taxus express2 2.5 x 12 mm drug eluting stent but was unable to cross the lesion due to the vessel tortuosity. The stent was then removed and it was noted that the stent was damaged and the catheter was bent. The vessel was pre-dilated again with unk size balloon. The physician attempted to cross the lesion. After the delivery system was removed it was noticed that the tip of the balloon was damaged. Upon closer examination, they realized that this second stent had come off the balloon and was in the left main (lm). They attempted to deliver a third taxus express2 2.5 x 12 mm stent but couldn't reach the area they were trying to treat. At this point they noticed a dissection/perforation in the lm and decided to take the patient to the operation room for surgery. It is believed the second stent caused the dissection due to the third stent "bouncing" off the second while trying to be placed. Medications given during the stenting procedure include nitroglycerin, angiomax, and heparin. An intra aortic balloon pump (iabp) was then placed and the patient was transferred to the operating room where patient had a double coronary artery bypass graft. The stent in the lm remains; it was not removed during the procedure. There were some sternal complications that followed bypass surgery. It was questioned if either there was a bleeding problem or if the temporary cardiac pacer wires were needed. It is unknown when the patient was discharged or the final patient outcome.